Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The inspection shows that the drill head of the provided drill bit is broken. The exact cause cannot be determined. Based on the fractured part and the characteristics of that fracture, we assume overstressing the instrument led to this failure. The inspection of material and production documentation showed compliance with specifications and no deviations. No product defect was established.

Event description:
Drill broke while being used on the 1st surgery. The drill broke during surgery without using any force. This is 1 of 1 report for event #(B)(4).